Manufacturer narrative:
The stated reason for return of errors was confirmed at analysis, and it was additionally noted that the white display wire was pinched and its insulation was exposed and that the boss on the upper case was broken. The main printed circuit board was replaced as a preventive measure. The electrical and mechanical parts were inspected and all found defective parts were replaced and all other identified issues were resolved. The device was re-calibrated and functionally tested and it passed its final quality assurance tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator generated an error code. The generator is expected to be returned for service. There was no patient involvement. On (B)(6) 2018 it was further reported that the product was returned to service. It was further reported that the generator subsequently tested out of specification during manufacturer's analysis.